Manufacturer narrative:
(B)(4). After battery installation, the insulin pump displayed a critical pump error on the lcd screen due to moisture damage on electrical board. Unable to perform the displacement and self tests due to the critical pump error. Insulin pump had cracked case. The insulin pump p cap test reservoir locks in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked and drowned with water damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.